Manufacturer narrative:
On october 06, 2023, mentor received the device for evaluation as well as additional information. Patient identifier was added as (B)(6) date of explant was added as (B)(6) 2023. On october 13, 2023, mentor completed a a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that five tears (a, b, c, d, and e) were found, the tear a, b, c, and d on the posterior view and the tear e on the anterior view of the breast implant, measuring approximately 0.4 cm, 3.5 cm, 0.4 cm, 0.3 cm, and 0.5 cm respectively. Microscopic examination was performed on the edges of all the tears, parallel striations were found in the whole area of the tears a d and e. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tears b and c could not be identified. Therefore a thickness measurement was conducted on the shell at the tears b and c, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the tears b and c, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the information currently available, a microscopic examination of the tears a, d and e indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with a 250cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her left prosthesis, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on an undisclosed date. No date of implantation was provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Mentor received a photo of the explanted device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed rented. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).